Event description:
Interruption in antimicrobial therapy reported: the pump was programmed in the continuous mode of delivery to infuse unasyn (dose unspecified) 500ml at 20.8ml/hr. The pt was making daily visits to the pharmacy for bag changes. The pump and fluid container were kept in a carrying case. It was reported that when the pt came in for a bag change, the fluid container was completely full. The pt had missed a 24 hour infusion. There was no info related to the "amount infused" indicated on the display screen. It was reported that upon visually inspecting the set up, the clamp at the PICC line was in the closed position. There was no report of an "occlusion" alarm alert. The physician was notified, no orders or changes to therapy were rendered. The pt's PICC line remained patent and intact. The pump was replaced and therapy continued without further reported event. There was no pt harm reported. Though requested, there was no add'l info available.